Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet from a pocket and the device struck a wall, resulting in a cracked screen and limited navigation, though the user could access the blood glucose report screen and blood glucose readings were not affected. Symptoms included no adverse health effects. Outcomes included continued therapy using backup options and continued cgm monitoring with the dexcom app or receiver. Investigation included review of the reported event, verification of replacement logistics, and confirmation that the user could shut down the device to avoid further alerts and sync data to the mobile app prior to return. Investigation of this case revealed physical damage to the display assembly consistent with impact, leading to a usability limitation without performance degradation of blood glucose reporting. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental impact.